Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. A cartridge change was performed and insulin delivery was resumed. The customer's blood glucose level was not impacted by this alarm.